Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ IV administration set cfn120 bp hs there was an issue with insufficient flow. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample was returned and the affected lot number is 20180318. Inspection of returned sample: the sample was received in opened packaging. The samples were inspected and confirmed no damage or distortion to the roller clamp. It was concluded that the roller clamp controlling test could not replicate the defect description that customer experience. Retention samples inspection: six (6) retention samples were randomly inspected from lot 20180318 for roller clamp damage, tube distortion or controlling disorder problem, no abnormality was observed. Device history record review: the manufacturing records were for lot 20180318 such as incoming inspection, roller and clamp injection, tube extrusion and parts assembling, no abnormality was observed. It was confirmed that the tubing, roller clamp materials were all qualified and compliant with (B)(4) and mfds requirements. IV set flow rate: as per (B)(4) and mfds standard, the flow rate of infusion fluid is required to deliver not less than 1000ml of sodium chloride in 10 mins. It was indicated that the IV sets produced have met this requirement during design & development and final product inspection. IV set flow regulator: as per (B)(4) and mfds standard, the flow regulator is required to adjust the flow between zero and the maximum, and be able to continuous use throughout an infusion without tubing damaged. It was indicated that the IV sets produced have fulfilled the requirement. Roller clamp control test: used the returned complaint sample and 3 pcs retention samples from lot 20180318 to conduct roller clamp controlling test as per (B)(4). IV set flow rate stability analysis: the roller clamp for bd korea IV set is not a precision regulator, the flow rate may change with time, the stability analysis was conducted with the returned samples and 3 pcs retention samples. Test method: adjust the IV set roller clamp to a middle position, weigh the delivered fluid in 1 min and calculate initial flow rate. Then weigh the delivered fluid in 10 min, 30 min and 60min to obtain the average flow rate during each period. (B)(4). It was concluded that since the roller clamp used is not precision regulator, and (B)(4) or mfds did not indicate requirements for flow rate variation, this was considered to be acceptable based on their experience in IV set manufacturing. Phenomenon observation: no roller clamp moving was observed during the roller clamp controlling test with the returned samples and 3 pcs retention samples. Investigation conclusion: root cause: based on investigation with the retuned sample and retention samples, hanscent concluded the tubing and roller clamp are in compliant with iso and mfds requirement, and could not determine a root cause. Hanscent concluded the IV set flow rate would decrease during infusion, which hanscent consider to be acceptable based on their experience with IV set manufacturing. Corrective actions: strengthen the roller clamp injection and assembly processes inspection with one more inspector . Increase the sampling level of final-product inspection on roller clamp function from s-3, aql=1.5 to s-3, aql=1.0 as per (B)(4). Retrain the inspection workers about roller clamp production. Preventive actions: monitor roller and clamp production process to ensure both component match within the specification. Continuously search for improvement opportunity to the roller clamp mold. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported with the use of the bd¿ IV administration set cfn120 bp hs there was an issue with insufficient flow. There was no report of injury or further medical intervention.